Manufacturer narrative:
(B)(4) prolonged surgery due to the endoleak, not specifically addressed in IFU. (B)(4) endoleaks, addressed in the IFU. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects. In particular, the IFU states the device is intended for pts with at least 15mm of non-aneurysmal infrarenal aortic neck and an infrarenal aortic neck with an angle less than 60 degrees relative to the long axis of the aneurysm and less than 45 degrees relative to the axis of the suprarenal aorta. The event was determined to be off-label use of device use to pt anatomy, resulting in type 1a endoleak. We will notify the appropriate in-house personnel of the event and continue to monitor for similar complaints.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2010. The pt's proximal neck was short (13mm) and extremely angulated (80 degrees). The contralateral (right access) vessel was also extremely angulated. Therefore, the pt's anatomical form was not suitable for aaa repair. The procedure was conducted as prescribed. Final angiography revealed a proximal type I endoleak and an occlusion of the right internal iliac artery (1820334-2010-00217). To achieve patency of the internal iliac artery, the physician tried to push up the iliac leg by ballooning, but it was unsuccessful. To treat the endoleak, the physician placed a body extension at the proximal neck. Confirmatory angiography showed decreased endoleak. Although the endoleak remained, the physician thought it would be resolved after heparin neutralization. The pt's current status is unk as not provided by reporter. The pt's current status is unk.